Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with implant of an afx bifurcated stent graft, an afx suprarenal aortic extension, and an afx limb stent graft. Approximately ten (10) months post initial procedure an additional afx bifurcated stent graft was implanted. Approximately 7.5 years post initial procedure the patient presented emergently with a aaa rupture and a type iiib endoleak. Re-intervention was completed with implant of a non-endologix graft. The patient was reported to be stable post intervention. Additional information: clinical assessment identified the patient had marfan syndrome, which is a cautionary product use condition, and had a previous complex aorta surgery procedure (elephant trunk procedure) suggesting a thoracic aneurysm prior to the initial evar procedure.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, clinical was able to find substantial evidence to support the reported event of the rupture of the left iliac artery and the type 3b endoleak of the left common iliac stent. Device, user, procedure or anatomy relatedness of this event could not be determined. However, due to the use of the strata material, this may have caused or contributed to the event. The procedure related harms identified were a prolonged hospital stay, and abnormal bleeding due to a previous aortic valve surgery which necessitated anticoagulation with coumadin. During the clinical assessment it was identified the patient had marfan syndrome (a cautionary product use condition). The patient also had a previous elephant trunk procedure, suggesting a previous thoracic aneurysm prior to the initial evar procedure. However it is unclear if this may have contributed to the event. The final patient status was reported discharged home nine (9) days following a secondary endovascular procedure. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device iteration is afx with strata. Corrections: b5: describe event or problem has been updated. D2: product description has been updated. D4: model number has been updated. D4: lot # has been updated. D4: expiration date has been updated. D11: concomitant medical products and therapy dates has been updated. H6: device code: remove code 3190 h6: result code: remove code 3233 h6: conclusion code: remove code 11.

Manufacturer narrative:
The device remains implanted in the patient; therefore, it will not be returned for evaluation. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with strata.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with implant of an afx bifurcated stent graft, an afx suprarenal aortic extension, and an afx limb stent graft. Approximately ten (10) months post initial procedure an additional afx bifurcated stent graft was implanted. Approximately 7.5 years post initial procedure the patient presented emergently with an aaa rupture and a type iiib endoleak. Re-intervention was completed with implant of a non-endologix graft. The patient was reported to be stable post intervention.